Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjohuntleigh, a branch of arjo ltd. Med ab (under registration #1000381138). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint on alphaxcell system which indicated that the pressure of the mattress was too high (mattress too hard). The patient was a fully paralyzed person laying on the mattress all the time and developed an early stage decubitus (red skin) at the lower back and at the heels. The pump was replaced and tested.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjohuntleigh, a branch of arjo ltd. Med ab (under registration #1000381138). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. Based on the information received, it was indicated that a patient developed first stage of the pressure ulcer/decubitus (red skin) at the lower back and at the heels during the therapy with alphaxcell pressure relief prevention system due to too hard mattress. It was reported that the involved male patient was fully paralyzed person and therefore all the time on his mattress. According to the report of a service performed on system, the gearbox and stator gasket on the pump were found defective and replaced. When reviewing similar reportable events, we have found no other cases presenting a scenario to the one reported. Therefore, the occurrence rate observed for this failure mode is currently considered to be very low. Operation of rotor automatically vents cells on alternate cycles, otherwise, in case of gearbox malfunction due to wear, it can lead to overpressure condition in the mattress. Based on the information gathered in the course of investigation, the replaced gearbox was in use for more than four years and it is very likely that part failed due to normal wear and tear of the component. Arjohuntleigh recommends (as per the IFU) that our products are used in combination with an individualized monitoring, repositioning and wound care programme. The frequency of patient monitoring is considered a critical factor when creating a care plan. Alphaxcell pump is not featured with a high pressure alarm to warn the user when the over pressure occurs. Therefore, the role of frequent patient monitoring is significant in terms of a safe therapy. Basing of the indications of the IFU provided with each device released on the market, a full clinical assessment must be implemented and the plan of care must be adjusted to the patient's condition. Patient monitoring took place - pressure ulcer was detected in an early stage of development which prevented from further skin degradation. Anyway, pressure ulcer formation has already been initiated for this patient- the monitoring was not properly adjusted to the patient's condition. The patient was a fully paralyzed person, therefore, not able to change his own position even slightly. No feedback was possible to be received. Homecare environment may have contributed to the failure of proper monitoring. Possible sequence of events presented above seems to be the most probable and in line with the event description. Basing on the presented scenario and taking into consideration all the circumstances of the reported event, the most likely root cause is related to a failure of a proper patient monitoring and may be defined as user error. Arjohuntleigh suggests to remind the staff involved of the device labeling, with a special attention paid towards a proper patient monitoring during the therapy with alphaxcell system. As per manufacturing specification, this unit exceeded the expected service lifetime of 7 years and it is strongly recommended to withdrawn the device from use. This is to be communicated to the customer. Taking into consideration the sequence of events which occurred in the reported situation, it was decided to report the event to competent authorities in abundance of caution. The complaint is reported due to the following factors, that exist in addition to the established use error root cause: patient condition (fully paralyzed patient, not able to move or give a feedback). Homecare environment in this case likely contributed to the failure of proper monitoring. Development of an early stage of pressure sores which could have worsened if not detected on time. However, basing on the risk analysis conducted for the reported case, we do not see a potential for a serious injury or death for future cases of a gearbox failure, without any contributing factors increasing the risk as was the case here. It has been established that alphaxcell system was in use for a patient therapy at the time of the event and contributed to the outcome of the event. Based on the above, the pump was found to have malfunction (not performing up to the specification) when the event took place.